Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed surface residue adhering to both sides of the optic body compatible with handling, such as during the implant and explant process. Also, one (1) of the haptics was distorted and the other haptic was detached from the lens (and was not received). The complaint for haptic detached was verified in the returned sample and may be related to an improper use of implantation system during the insertion process. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens was removed and replaced during the same procedure due to lack of capsular support. To remove the lens the incision had to be enlarged. During the removal and exchange, the proximal haptic was detached from the optic and capsule tore. A new lens was implanted in the anterior chamber. There were no complications associated with the procedure and the patient is reported to be doing well.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. (B)(4).